Manufacturer narrative:
Patient age not provided. The serial number of the device was not provided, approximate age of device and manufacture date are not known. Manufacturer's investigation conclusion: the mobile power unit (mpu) was not returned for analysis. No external power and low power hazard alarms were confirmed based on the data contained in the submitted system controller log file. These events occurred while the system was operating on the mobile power unit (mpu). The system controller¿s 11 volt lithium-ion backup battery (ebb) powered the pump as intended during the loss of external power. Based on the log file data, the pump was stopped in two instances each of which lasted between 2 and 12 seconds. Subsequent events recorded in the submitted log file indicated that pump function resumed as expected with power. Although a specific cause for these alarms could not be conclusively determined during this investigation, the issue appeared associated with a loss of power due to the mobile power unit¿s (mpu) ac power cord coming loose at the mpu connection. The issue of loss of ac power while connected to the mpu has been addressed by the manufacturer through the corrective and preventive action process. A review of the device history records could not be completed as the serial number of the device was not provided. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed. Additional information was requested but not provided.